Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. A review of the data log observed firmware errors and a reboot receiver event. The customer complaint was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there was a data loss on after system check passed message. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.